Manufacturer narrative:
The technician found the casters were worn and replaced the left head and right foot brake casters to repair the bed.

Event description:
Info received indicates the brakes are not holding and cannot be adjusted.